Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
The patient referenced in this complaint file is enrolled in a aaa french mandatory registry (fpr-12-02) 5 year follow up as part of the renewal reimbursement for the gore® excluder® aaa endoprosthesis featuring c3® delivery system in the treatment of infra-renal abdominal aortic aneurysms. On (B)(6) 2013, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the maximum diameter of the aneurysm was 54mm. The procedure was completed without complications or comorbidities. The patient tolerated the procedure and on (B)(6) 2013, discharged from the hospital. On (B)(6) 2013, deep vein thrombosis with pulmonary embolism occurred. Reportedly, it was not related to the device. The patient received a drug therapy. The event was resolved on (B)(6) 2013. On (B)(6) 2013, the follow-up imaging with contrast reveled a type ii endoleak from lumbar arteries and the diameter of the aneurysm was 56mm. The physician decided to monitor the patient. On (B)(6) 2014, the follow-up imaging determined a type ii endoleak and the diameter of the aneurysm was 57mm. The physician decided to monitor the patient. On (B)(6) 2014, the follow-up imaging determined a type ii endoleak and the diameter of the aneurysm was 59mm. The physician decided to monitor the patient. On (B)(6) 2015, 2 years follow-up imaging showed a persistent type ii endoleak and the diameter of the aneurysm was 62mm. No further adverse events have been reported. The physician is monitoring the patient.